Manufacturer narrative:
Occupation: administrator/ supervisor. Initial reporters full name: (B)(6). Event site postal code: 24127. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm and the pressure indices could not be detected. They disconnected and reconnected the fiber optic without any changes. It was noted that the flush line was connected to the inner lumen. The customer obtained the signal from an external monitor. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Complaint record ID # (B)(4).

Event description:
N/a.